Event description:
On (B)(6): customer reports via phone that during an undetermined urology procedure, the table movement failed. Staff moved the pt to another room where the physician completed the procedure without further incident. Procedure and pt info not provided, other than to state the pt is fine. No reported injury.

Manufacturer narrative:
Tech support advised biomed what may be causing the issue and how to troubleshoot by inserting and removing the leg extension to see if the issue remains. Tech support followed up and was told the customer has been unable to duplicate the problem and the sys is working fine.